Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing while using the device. The patient alleges having increased coughing in the morning. States the device is noisy and makes a whistling sound. The patient reported using soclean an ozone-based disinfection device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing while using the device. The patient alleges having increased coughing in the morning. States the device is noisy and makes a whistling sound. The patient reported using soclean an ozone-based disinfection device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Repair evaluation information was received on 07/03/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing while using the device. The patient alleges having increased coughing in the morning. States the device is noisy and makes a whistling sound. The patient reported using so clean an ozone-based disinfection device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.